Manufacturer narrative:
The customer returned the centrifuge unit to the manufacturer, but the broken rotor was not returned. Testing of the returned unit passed specifications and showed no evidence that it contributed to the breakage of the rotor. The distributor, (B)(6) provided a new replacement centrifuge to the customer to resolve the issue. The beckman coulter (bec) internal identifier for this report is (B)(6).

Event description:
The distributor, (B)(6), reported on behalf of the customer that a rt12 rotor broke during use and the sample leak from the statspin ssvt-1 centrifuge unit. The customer stated that the safety shield was in place at the time of the incident. No broken rotor pieces escaped from the unit. There is no report of injury to the operator and no medical attention needed due to this event. No erroneous results generated.